Manufacturer narrative:
The device was returned for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and e226 scope communication error code. Based on the results of the investigation, it is likely the following led to the malfunctions: fluid ingress to scope requiring new plug and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a communication error. This issue occurred during inspection for use. There were no reports of patient involvement.